Manufacturer narrative:
(B)(4) -- m200 alarm not sounding (was received today, and evaluated) (ship date 7/28/2016) mw5077239 CAPA-(B)(4) created. M200 visual inspection: three batteries returned. Voltages for all at 2.942v which is below nominal, but unit will still function. Pad 1 jack has damaged retention tabs tape residue around pad1 and pad2 areas m200 power on function test per (B)(4). Pad 1 jack gives positive tone on pad insertion and positive arming tone after 4 seconds of pad pressure pad 2 jack gives positive tone on pad insertion and positive arming tone after 4 seconds of pad pressure all switches and buttons function properly as per instruction manual. All tones and volumes function. Tones are outdated and need update recorded voice plays back at nominal volume and clarity. Tested nurse-call jack, operations were nominal.

Event description:
Patient heard to be moaning and rn found patien on the floor in front of the chair. Patient on chair alarm that did not sound. Chair alarm and chair pad replaced. Noted to have been a malfunction of the chair alarm.